Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdr986, sxpp1b450 and no non-conformances were identified. It was reported fixation feature breakage intra-op. One open sample of product code sxpp1b450 were returned for analysis. During visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle could be observed and the end of the suture piece was cut by use. In addition, the other section of the suture with the loop area was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance fixation feature breakage intra-op suggests an improper handling.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and a barbed suture was used. During the procedure. The loop came off the suture during use. There were no adverse consequences to the patient. No additional information was provided.